Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used within the lungs of a cancer patient, during a tracheobronchial stent placement procedure on (B)(6) 2011. According to the complainant, no dilatation was performed prior to stent placement. During the procedure, the stent was reportedly placed accurately. Post deployment the stent fully expanded; however, it was reported that the stent remained attached to the delivery catheter. During removal of the delivery catheter, the stent was pulled out of the patient. It could not be confirmed how long post deployment the user waited before attempting to remove the delivery catheter. The procedure was successfully completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Reported issue of catheter difficult to remove. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu states "confirm bronchoscopically and fluoroscopically that the stent has completely deployed from the catheter. Carefully remove the delivery system from within the expanded stent, watching not to dislodge the stent with the catheter tip." The dfu states if necessary, dilate the stricture using a balloon dilator to the minimum diameter of the preloaded stent delivery catheter diameter, or until a bronchoscope can be passed. However, the complaint states that the patient's anatomy was not predilated prior to stent placement. This is a potential contributing factor to the complaint incident. Therefore, the most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.